Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). (B)(4). This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2016-05536, 0001825034-2016-05539, 0001825034-2016-05540 & 0001825034-2016-05542).

Event description:
Patient enrolled in a clinical study and experienced left hip erysipelas infection approximately one month post-implantation. The infection was resolved with medication.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found.. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.